Event description:
Information was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter stated that her blood glucose became elevated three days before, she changed her site and infusion set; she bloused and also gave an injection. Her blood glucose remained high and again on the following day, she changed her set, site and cartridge. She bloused and again gave a sub-q injection. She went to the ER the same month, when her blood glucose was over 500 and she was not feeling well. She was admitted and treated with IV fluids and insulin. The device will be returned for evaluation.

Manufacturer narrative:
The suspect device was returned and evaluated. Upon visual examination the pump was found to have physical damage. There were multiple areas of damage to the pump housing and also damage to the cartridge retention device which was found to have 2 areas where there were quarter inch chips of material that had been broken away. This damage did result in the device's inability to operate properly. We were unable to determine when or how the device became damaged.